Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during the implant procedure that the helix appeared to pop out, then when the lead was out of the body, helix would not retract and appeared a little bent. The lead was not implanted and there were no reported patient complications as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reporter information. Evaluation summary: (B)(4) helix/lobe distorted/bent. Full lead returned and analyzed. The helix could not be tested due to helix being stretched. Most likely occurred during implant attempt and there was a tip seal observation. Distal conductor blood/body fluid (not obstructed), blood in/on helix/lobe mechanism (sleeve head).